Event description:
Reporter indicated a vns patient had died on (B)(6) 2009. No information regarding the death or the relationship of the death to the vns was provided. Attempts for further information are in progress.

Event description:
All attempts to the reporter for further information about the death have been unsuccessful to date. Manufacturer follow-up with the vital records office confirmed the cause of death was due to cardiopulmonary arrest and respiratory failure. No autopsy was performed. Manufacturer follow-up with the funeral home revealed the patient was cremated, and the vns was explanted and discarded. Attempts to the vns implanting hospital for vns product information were unsuccessful as the hospital requires signed consent form the patient or guardian to release records.